Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The compatibility check was performed and showed that the product combination was approved by zimmer. No trend identified. A technical investigation was not possible to perform, as the device were not at hand for investigation. Twelve years after implantation at present x-rays there are no certain indications of a fracture of the tibia component visible. Radiologically indications point to a wear of the articular surface. The femoral component shows some axis deviation without signs of loosening. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an allegretto-tibial prosthesis on the left side in 2002 (exact date unknown). The patient was revised on (B)(6) 2015 due to breakage.